Event description:
(B)(4). It was reported that the guidewire broke off in the pt's kidney requiring surgical removal. The pt's kidney was entered through the calyx of the lower pole in the process of dilating the tract to establish the nephrostomy at insertion of the scope for removal of the calculi. The guidewire broke and the tract was lost. The physician elected to proceed with the pyelolithotomy procedure. The broken guidewire was removed through the open pyelolithotomy procedure.

Manufacturer narrative:
This report was initially filed on 11/04/2011; under MDR #1018233-2011-00293. However, this number was a duplicate number that had already been used on a separate report. Therefore, the report is being refiled under a new MDR number. No sample was returned for eval. A review of the reported lot number found nothing that could cause or contribute to the reported event. (B)(4).